Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'could not clear occlusion error." Was reproduced. Upstream and downstream occlusion testing was performed and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log an upstream or downstream occlusion alarm was not revealed .the reported condition was verified. The cause of the condition was determined to be downstream sensor out of specification. Force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of unable to clear occlusion error . This occurred during an unspecified process step. There was no patient involvement. No additional information is available.